Event description:
Pt had a very large prostate. Dr was unable to fully retract needles during tuna procedure. Pt developed clot retention in post-procedure period, admitted to hosp for bladder irrigation. Irrigation catheter clogged. Pt was taken to or. A transurethral vaporization was performed. Pt developed severe bladder spasms over the next few days. Then, prostatectomy was performed. Pt problem was alleviated, is recovering nicely.